Event description:
The reporter stated "while locking down the locking caps onto the screw, the locking cap would not stay, almost like the screw was missing a thread. The surgery was completed, however, it added an add'l 20 minutes to the surgery". There was no pt injury. Add'l clinical info was requested.

Manufacturer narrative:
The device involved in the reported incident was evaluated and an investigation has been completed. The reported failure was confirmed. The polyaxial screw seat was splayed open. The seat opened up and caused a gap in between the locking screw threads and the threads in the screw seat, which caused a loose fit condition. One of the locking screws had the saddle broken off and the threads damaged. The root cause for the reported failure appeared to be the result of using the locking screw to force or persuade the rod into position. The process caused the saddle to dislocate from the screw and also caused the splaying of the seat in the screw. The parts returned showed these signs and conditions - one other locking screw showed thread damage. Based on the reported info and the investigation results provided, integra considers this complaint closed. Future incidents of this nature will be documented for recurrence and trending purposes.